Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced a dissection. Lesion 1 was a de novo lesion located in the mid left anterior descending artery with 70% stenosis and was 30 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with direct stent placement using 2.25 x 32 mm and 2.25 x 20 mm promus element plus stents. Following post dilatation with nc quantum apex balloon there was a small grade a dissection noted. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel.